Manufacturer narrative:
This is one of two products involved with the reported event. The manufacturing reference number for this event is (B)(4). The manufacturing reference number for the other complaint is (B)(4). The device was discarded but sterile products from the same lot are available to be returned. However, the sterile units have net yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the sales rep, customer states that during use of a 6f avanti plus sheath, the side-arm of the sheath easily "popped off". This occurred two times during the procedure for this patient for products from the same lot. The customer has roughly 7 boxes of same lot#, all of which they have pulled. No treatment was required. No adverse outcome to patient.

Manufacturer narrative:
Product analysis was provided in follow-up 1 of this report.  No other corrections are needed for this report.

Manufacturer narrative:
Additional information: in one instance, the side arm came off during the procedure, was replaced, and the second sheath had the same issue. There were no damages or anomalies noted to the devices or packaging prior to use, and it was not noted if there were any anomalies to the side port. The device was reportedly handled and prepped according to the instructions for use (IFU). The device was being flushed with heparinized saline wen the side port popped off. The side port was not kinked/bent prior to popping off and extra pressure was not required when fluid was injected into the port. Another sheath was introduced and the procedure was completed. There was no patient injury. This is one of two products involved with the reported event. The manufacturing reference number for this event is case-(B)(6) (9616099-2016-00736). The manufacturing reference number for the other complaint is  case-(B)(6) (9616099-2016-00735).          Complaint conclusion: as reported by the sales rep, customer states that during use of a 6f avanti plus sheath, the side-arm of the sheath easily "popped off." This occurred two times during the procedure for this patient for products of the same lot. No treatment was required. No adverse outcome to patient. In one instance, the side arm came off during the procedure, was replaced, and the second sheath had the same issue. There were no damages or anomalies noted to the devices or packaging prior to use, and it was not noted if there were any anomalies to the side port. The device was reportedly handled and prepped according to the instructions for use (IFU). The device was being flushed with heparinized saline wen the side port popped off. The side port was not kinked/bent prior to popping off and extra pressure was not required when fluid was injected into the port. Another sheath was introduced and the procedure was completed. There was no patient injury.         Twenty one sterile units from product si avanti+ 6f std w/gw no obt, lot number 17549549 were received for analysis. Five of the 21 received units were still inside of its packaging box while the other sixteen units were received in their sterile packaging trays. A sample of three sterile units was taken to be analyzed. No anomalies were observed on any of the three inspected units, their side port tubing were properly assembled and well-fixed to the cannulas. The involved unit was not received for analysis. A review of the manufacturing documentation associated with lot 17549549 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event of ¿side port extension ¿ separated - during use¿ was not confirmed since the involved device was not received for analysis and no anomalies or damages were observed on the received product during the analysis. The side port tubing of the inspected units were properly assembled and well-fixed to the cannulas. The exact cause of reported event could not be conclusive determined. According to the IFU, users are cautioned to not use open or damaged products. Neither the product analysis nor the manufacturing records review suggests that the event experienced by the costumer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.